Manufacturer narrative:
(B)(4).

Event description:
It was reported that during coronary stenting treatment procedure stent damage was noted. Before the 16x3.0mm veriflex stent delivery system (sds) entered the pt it was noted that the stent was bunched up in the center. The procedure was completed with a different device. No pt complications were reported. The pt's current condition is listed as "ok".